Event description:
The customer reported no delivery alarms during bolus attempts. After clearing the alarm, the insulin pump should only resume with the basal rate delivery. However, the customer states that the insulin pump, after clearing the alarm, resumed with the original boluse delivery, resulting in a double bolus. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.